Event description:
It was reported that the patient presented with preoperative diagnoses of bilateral pedicle fracture l3; lumbar spinal stenosis l2-5; and lumbar instability. The patient underwent posterolateral arthrodesis l2-5 and open reduction / internal fixation of fracture l3 using local autograft, rhbmp-2/acs and spinal instrumentation from l2 to l5. On the right-hand side, the surgeon was unable to cannulate the pedicle due to its small size and downgoing laminar hook was used instead. At l3, 6.5 millimeters screws were employed. This was repeated at l4 and l5. X-rays were taken after pedicle screw instrumentation. There appeared to be some medial directed pedicle screws particularly on the left hand side. There is also superiorly directed pedicle screw at l3. This was all corrected and x-rays were retaken showing improve placement of the screws. Thresholds were low for some the screws including the l4 screw of the left. This came in at 11. The l5 screw on the right came in at 11. On the repeat x-rays, the screw trajectories looked acceptable. There was a tiny breach of the pedicle at l5 bilaterally. These were inspected. There was no contact with any nerve root. Based on this and based on her severely osteoporotic bone, it was decided to keep these screws and not change them local autograft was packed and rhbmp-2/acs sponges were placed along the tp's bilaterally. The remainder of the autograft was mixed with some dbx matrix was also placed in the lateral gutters. Rods were placed. No complications were reported. The patient was transferred to recovery in stable condition. The patient's "post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation."

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that on (B)(6) 2012 the patient presented with the following preoperative diagnoses: 1. Bilateral pedicle fracture l3. 2. Lumbar spinal stenosis l2-l5. 3. Lumbar instability. The patient underwent the following procedures: 1. Posterolateral arthrodesis l2-l3. 2. Posterolateral arthrodesis l3-l4. 3. Posterolateral arthrodesis l4-l5. 4. Open reduction and internal fixation of fracture l3. 5. Segmental spinal instrumentation, l2, l3, l4 and l5. 6. Use of local autograft. Per op notes: the decorticated tps and facet joints were irrigated and bone graft was placed. The local autograft which had been harvested from the surgery was packed and rhbmp-2 sponges placed along the tps bilaterally. The remainder of the autograft mixed with some matrix was also placed in the lateral gutters. Rods were placed. Some contouring of the right rod was required to include the laminar hook, but once this was performed, there was good lordosis built into the rod and the set screws were torqued and locked in appropriate position. Compression was performed as well to maintain optimal lordosis.